Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the patient was in atrial fibrillation and the right atrial (ra) lead dislodged into the ventricle which was verified by chest x-ray. The ra lead has been repositioned and remains in use. No patient complications have been reported as a result of this event.